Event description:
A hospital in (B)(6) reported via our distributor that an mr290 autofeed humidification chamber overfilled before use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned device was connected to a water bag to check the operation of the chamber floats. Results: the chamber functioned correctly and did not overfill when connected to a water bag. When the device was evaluated, the floats operated correctly. A lot check revealed no other similar complaints for this lot number. Conclusion: no fault was found on the returned device. We could not conclude how the chamber overfilled. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line. (B)(4).